Manufacturer narrative:
The product analysis indicates one opened sample of part number sp12mh25 from lot number 0213442301. There was a residue consistent with biological contaminants on the device. A microscope and calipers were used to evaluate the device. Visually, the inner shaft broke which would have resulted in the reported event. The break point corresponds to where the shaft diameter is reduced for the outer tube radius. The distal end of the inner shaft appeared darker than the rest however it is not consistent with heat discoloration, more likely discoloration from wear. Note ¿ the customer indicated the bur showed signs of overheating, and not specifically that it was overheating. The portion that became detached measure 3.938¿ from tip to break. The break itself contained circular patterns which indicates excess torsional loads. The break also contained a flattening of the high points which indicates the break occurred while rotating. The inner shaft diameter 0.03500¿ / +-0.00015¿ measured 0.0350¿ and the reduced shaft diameter 0.0240 / +-0.0005¿ measured 0.0240¿ indicating an in-specification condition and not a cause for excess torsional load. The reported issue of a broken tool was confirmed, however there were no confirmed signs of overheating. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the customer indicates the tool was being run at 60,000 rpm.

Manufacturer narrative:
Product analysis results are pending completion of the evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the tool experienced a shaft break and displayed signs of overheating. There was no patient impact or injury.